Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. A review of the transmitter alert history in data management system (dms) showed that a led disconnect error was first triggered on (B)(6) 2023. Measurements from the sensor manager software showed led flags were triggered at field currents greater than the established threshold of 412 adc units, which is therefore the root cause of the error. The led disconnect alert was falsely asserted. No further investigation was found necessary for this complaint. As part of resolution, the customer was given a sensor replacement.

Event description:
Senseonics was made aware of an incident where the user received an early sensor replacement alert resulting in early sensor removal. The user received the alert on (B)(6) 2023, on day 77 of sensor life. No adverse events were associated with this complaint.